Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 3007963827-2013-00045. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to aseptic loosening of the tibial component.